Event description:
The manufacturer received information alleging that a dreamstation 2 device had no power. During the evaluation of the device at a third-party center, a burnt pca was found. The unit will be returned to the manufacturer's product investigation laboratory for further examination. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.